Manufacturer narrative:
The field service engineer determined that the vacuum pressure was not adequate. The evacuation nozzle and sample probe needed adjustment and were adjusted. The vacuum pump diaphragms and flapper valves were replaced. The vacuum valves were flushed with warm bleach water. Ise checks were performed and these were within specification, without errors. The last calibration performed on (B)(6) 2019 was ok. Control recovery was ok, showing no indication of a reagent or instrument issue. The sample centrifugation speed was too fast and time was too short. The investigation determined the service actions resolved the issue. Component code - device subassembly = diaphragms.

Event description:
The initial reporter stated that service was there to work on the cobas 8000 ise module. After they left, calibration was performed and controls were tested. Controls were acceptable. As a precaution, they ran controls every two hours and after the first two hours of running patient samples controls were outside of range. Four patient samples had questionable ise results. The reporter provided data for one patient sample with a discrepant result for ise indirect na for gen.2. No incorrect results were reported outside of the laboratory. The sample initially resulted with an na value of 133 mmol/l, which repeated as 142 mmol/l when tested on a second analyzer.